Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo on (B)(6) 2023 at c6/7. It was found at a follow up that there appeared to be non-mobility at c6/7 on flex-ex imaging. Surgeon believed that the device had shifted anteriorly. The implant was removed and the patient was fused on (B)(6) 2025. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0031. No imaging was provided of the migrated implant. No anomalies were identified during the course of the investigation. The removal was completed due to implant migration and non-movement. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc vivo on (B)(6) 2023 at c6/7. It was found at a follow up that there appeared to be non-mobility at c6/7 on flex-ex imaging. Surgeon believed that the device had shifted anteriorly. The implant was removed and the patient was fused on (B)(6) 2025.